Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump basal settings needed to be adjusted. The customer's blood glucose elevated to 504-505 mg/dl. Customer did not take any steps to decrease blood glucose.